Event description:
The flex-a device was used in a CABG surgery along with two handsewn anastomoses. The flex-a was deployed successfully, but flows were lower than expected, and it was believed it was a result of competitive flow. However, the pt was brought back to surgery during the night with an elevated st. She was taken to the cath lab and it was determined that all three of her bypassed vessels had little to no flow. The physician repaired by completely transecting and handsewing all three anastomoses. The physician remarked that the heel of the flex-a anastomosis was occluded. No sequelae was noted following the repair. As of the most recent report, the pt was stable following the procedure.